Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll tip bulk convenience pak foreign matter it was reported by the customer that there was fm/contamination found in their syringes. Verbatim: rcc received a complaint via phone. Pir attached customer states that there was fm/contamination found in their syringes. Product number: 309702; lot number: 3212551. Customer has samples to return if needed. If found valid, customer would like credit.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 4 trays with (B)(4) syringes in each submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the samples. Analysis of the samples showed that no foreign matter was found. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.